Event description:
During endoscopy procedure (egd), individually packaged disposable biopsy forcep was opened, inserted through biopsy port, opened biopsy forcep and it wouldn't close. Sheathed wire that connects to end of forceps that opens & closes cups, completely disconnected.